Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting with technical support, the customer was able to successfully charge the pump using another set of tandem charging supplies.